Event description:
End user spouse alleges while the end user was operating the motorized wheelchair it became caught on a heater guard. Allegedly, as a result of the incident the end user burned his leg and was hospitalized.

Manufacturer narrative:
No malfunction of the power wheelchair. Upon evaluation by the manufacturer, the joystick, cable and power module functioned as intended. The owner's manual warns, "always set the joystick/ controller speed/ response control to be consistent with the surrounding environment". In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum".